Event description:
It was reported that the balloon burst. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified proximal left anterior descending artery. A 3.00mm x 15mm emerge balloon catheter was advanced for dilatation. However, during procedure, the balloon could not cross due to calcification and the balloon burst. The procedure was completed with another of same device. There were no patient complications, and the patient condition was fine post-procedure.

Manufacturer narrative:
Good faith effort attempts were made to try and retrieve additional details regarding the reported event, but further information was unable to be obtained.